Event description:
A customer reported a malfunction on their pump, indicated by a resettable error code. The malfunction did not result in any adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappeared.